Event description:
Use of fixodent for 30 yrs and polygrip. Dose or amount: super. Route: dental. Dates of use: 1985 - 2008. Diagnosis or reason for use: false teeth/partial plates. Event abated after use stopped: yes. Event reappeared after reintroduction: no.